Event description:
A (B)(6) male presented for a nanoknife ablation procedure of a lesion in the right lobe of the liver. Midway through the ablation, the pt went into ventricular tachycardia after 10 pulses were successfully delivered to the third probe pair. The pt's heart rate elevated to > 130bpm. At the request of anesthesia, the pulse delivery was aborted and the treating physician aborted the procedure. Anesthesia administered four doses of esmolol and the pt's heart rate did not decrease. The pt was cardioverted twice with 50 joules and once with 100 joules. After final cardioversion, the pt reverted back to normal sinus rhythm.

Manufacturer narrative:
It was reported that the device involved in the incident was disposed of and not returned for evaluation. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. An investigation into the root cause for incident is currently in progress. In addition, the firm is attempting to obtain the current status of the pt. The results of the investigation and any further information regarding the pt will be sent via a follow up medwatch.